Manufacturer narrative:
Hillrom reviewed pictures from the account of the broken scale adapter on the lift. These pictures reveal the scale adapter has been exposed to a turning force that caused the breakage. If the lift is used as intended, the scale adapter will only be exposed to a pulling force and not a twisting force. The hillrom investigation revealed that a twisting force can only occur on the scale adapter if the slingbar is tilted over the lift arm. This could be done by caregivers to gain lifting height and would be considered misuse of the lift. If the slingbar hangs correctly from the lift, it turns 360 degrees around and the turning force cannot occur. The viking xl instructions for use ((B)(4)) provided to the account with the lift states: before lifting, always make sure that: the lifting accessories are not damaged; the lifting accessory is correctly attached to the lift; the lifting accessory hangs vertically and can move freely. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this lift. It is unknown if the account performs preventative maintenance on their lifts. No further information is available on the repair of the lift at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hillrom received a report from the account stating the scale adapter broke while lifting a patient onto the bed. The patient fell on her buttocks onto the floor. There was no patient or user injury reported. The lift was located in the patient's room at the account. This report was filed in our complaint handling system as complaint # (B)(4).